Event description:
Related manufacturer reference number: 3006705815-2019-02288.

Manufacturer narrative:
Corrected data: device and method codes updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Based on information obtained, the patient's leads were explanted and replaced on (B)(6) 2019. Effectively therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-02288. It was reported the patient was involved in a car accident two days after implant and as a result, was not getting adequate relief. X-rays revealed that the leads had migrated. Subsequently, surgical intervention may occur.